Event description:
It was reported that the handpiece began overheating while the equipment was being tested. There was no pt involvement or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device overheating could not be duplicated. Service and maintenance are being completed on the device, then it will be returned to the customer.